Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level as their levels did not exceed 500 mg/dl. Initial troubleshooting efforts included inspecting and cleaning the cartridge and pump areas, but the customer was unable to successfully load a new cartridge. The issue was escalated, and technical support determined that a replacement pump was required.